Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer reports that tampons came apart upon removal, shedding fibers that remain behind as the tampon is removed. This is a non-us product malfunction. This event occurred in (B)(6).